Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker was oversensing far r waves. Reprogramming was completed. The patient was stable.